Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely the image was not displayed because video communication could not be transmitted to the processor due to damage to the cable. The following caution is described in the device's instructions for use (IFU): "·do not coil the camera cable into a diameter of less than 10cm. Equipment damage can result.". The following warnings are described in the device's IFU: "·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.".

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "camera not working" due to faulty cable unit. The cause of the cable damage cannot be determine at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed the camera head was not working as no image displayed. There was no patient involvement reported.